Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported information indicates that the placed sutures were pulled out from the vessel. The prostar xl instructions for use (IFU) states: gently tension the suture to create a longer suture end. There was no product failure reported and no testing/inspection criteria for this device, a product quality issue is not noted. Although a conclusive cause for the reported suture pulled out of the artery cannot be determined, there does not appear to be an indication of a lot-specific product quality deficiency. A review of the complaint handling database was not performed because the device lot number was not reported.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl device after an interventional procedure. Reportedly, after needle deployment, the physician inadvertently pulled out the already placed sutures from the vessel. A second prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps (inattention during advancing the knot). The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The supplemental medwatch report stated that the device was returned for evaluation which is incorrect. The device was not returned for evaluation.